Event description:
It was reported that the lead was repositioned due to dislodgement. The next day the lead was explanted due to perforation. The lead was discarded at the hospital.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.